Manufacturer narrative:
(B)(4). Date sent 6/27/2025. D4 batch #270d12. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 1 driver up, three protruding staples on the distal end and the remaining drivers down with staples present and the swing tab in the locked position. In addition, the reload was received damaged on the reload deck. The damage to the reload deck is consistent with the device being clamped over a hard object. The device was tested for functionality with a test reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 270d12, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the firing knob did not move forward, and the device could not be fired at all. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.